Event description:
Revision surgery - due to the patient needing to have a different size head implanted. The original head was not optimum and created instability in the patient joint.

Manufacturer narrative:
The reason for this revision surgery was the result of the original glenoid head being replaced to alleviate patient instability after 16 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The root cause for the instability was the original head was not the optimum size for joint stability. There are no indications of a product or process issue affecting implant safety or effectiveness.